Event description:
It was reported that after it was used and, in the tray, the last 3cm of the PICC guidewire was found broken off from the rest of the wire. It was determined that the complete guidewire was removed, and the wire was then discarded. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.